Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) triggered end of life (eol) with a monitoring voltage of 2.35 volts and charge time measurements of 32.7 seconds. The field representative indicated that the device was checked three months prior and the device was not at elective replacement indicator (eri) at that time. Ts recommended changing the device out as soon as possible. No adverse patient effects were reported. Subsequently, the device was explanted and returned for analysis.

Manufacturer narrative:
This device is currently undergoing analysis. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.